Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have finished the aligners and their bite feels off. When they take out the aligners and closes their mouth only teeth that touch are the back molars.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.